Event description:
It was reported that an inappropriate shock and anti-tachycardia pacing (atp) was delivered for an atrial driven arrhythmia on this implantable cardioverter defibrillator (ICD). Technical services (ts) noted low rhtyhmmatch scores were present as the rhythm did not match the rhythmmatch template in the ventricular tachycardia (vt) zone and indicates aberrant conduction from the atrium. In addition, during the av search the av delay was lengthened, and suspected to have contributed to the observed atrial flutter. Technical services (ts) recommended reprogramming options. This ICD remains in-service. No adverse patient effects were reported.